Manufacturer narrative:
The reported events of failure to capture and impedance problem were not confirmed. As received, a complete lead was returned in one piece with tines intact and undamaged. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing found no conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was unable to exhibit capture threshold and impedance measurements. The rv lead was removed and replaced on (B)(6) 2024. The patient was in stable condition.